Manufacturer narrative:
The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 44 mg/dl at the time of incident. The customer treated her low blood glucose with soda and ate. The customer mentioned that there was a crack on the top of the reservoir. The insulin pump will be returned for analysis.